Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and bowel dysfunction/sacral nerve stim. It was reported that the patient was scheduled for a replacement on (B)(6) 2019, but upon opening the pocket, the pocket was filled with clear fluid. The healthcare provider feared infection and explanted the system as a precaution. They had the fluid cultured, and the culture came back negative, so the patient¿s replacement was scheduled for (B)(6) 2019. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.